Manufacturer narrative:
(B)(4). The device was not returned; therefore, no device analysis can be performed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/3.75 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the balloon ruptured. No piece of the balloon remained in the patient's body. The procedure was completed with a non bsc device. No patient complications were reported.